Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 18597557, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient underwent a lead revision procedure for better coverage. The patient was reportedly doing well postoperatively.